Event description:
It was reported that the balance middleweight (bmw) guide wire became unraveled at the tip during removal of the device from the patient after it was unable to cross the moderately tortuous lesion in the left anterior descending artery. The bmw did not separate and was completely removed from the patient. Another bmw was used to complete the procedure without further incident. There were no adverse patient effects reported. Though requested, there was no additional information provided. Device evaluation found that the shaping ribbon was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned balance middleweight guide wire confirmed the reported stretched coils as the entire length of the tip coils were stretched. Analysis also noted the shaping ribbon was separated, 2.5 cm distal to the center solder. The remaining 5 mm of the shaping ribbon was still intact with the tip ball. The core was in a pigtail shaped at the center solder for a length of 5 cm proximally. Scanning electron microscope analysis of the guide wire suggests that the shaping ribbon failure may be attributed to ductile overload. For the wire to fail in this manner the guide wire would have been over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. The reported stretched coils and the noted pigtail shaped core are likely the result of the guide wire tip separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. The vessel was described as moderately tortuous which could have contributed to the guide wire tip separation. Any attempts to move the guide wire in a trapped state could have then caused the noted tip separation. Per the device instructions for use, do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Overall, the reported stretched coils and the noted guide wire tip separation and pigtail shaped core appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Manufacturing performs a non destructive tip pull test on each wire, and performs 100% visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.